Event description:
An erratic readings issue was reported with use of the abbott diabetes care (adc) device. The customer stated the glucose reader causing inconsistent sugar readings, resulting in dangerously low readings around 50s and conflicting high readings with the paramedics. No symptoms were reported and the customer self-managed to treat with juice and food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.